Event description:
It was reported that pump gave a no delivery alarm, but exact nature of issue was unclear and no additional details were provided. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up or to provide more information, and technical support documented report date as event date and closed case.